Event description:
The customer observed a falsely elevated architect ca 19-9xr result for one patient, sid (B)(6). Results are as follows: undiluted: >1200 u/ml. Diluted 1:10 automatically: 697 u/ml. Sample was rerun on another architect i2000sr module at the lab and same results were obtained. There is no further health history for the patient available; therefore, it is unknown whether the patient has previously been diagnosed with pancreatic cancer. There was no report of impact to patient management.

Manufacturer narrative:
An evaluation is in process. A final report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Manufacturer narrative:
The complaint investigation for falsely elevated architect ca 19-9xr results included a search for similar complaints, and the review of complaint text, trending data, labeling, and device history records. Trending review determined no related trend for the issue for the product. The historical performance of reagent lot 37726fp00 was evaluated using worldwide data from abbottlink. Patient data was analyzed and compared to an established control limit. This evaluation indicated that the patient median result for lot 37726fp00 is inside the established control limits, which indicates acceptable product performance. Device history record review did not identify any non-conformances or deviations with the likely cause lot and complaint issue. Manufacturing documentation for the likely cause lot was reviewed and did not identify any issues. Labeling was reviewed and sufficiently addresses the customer's issue. Based on the information provided and abbott diagnostics¿ complaint investigation, no systemic issue or deficiency of architect ca 19-9xr, lot number 37726fp00, was identified.this follow up includes a correction to include the codes in section h6 for component code, type of investigation, investigation findings, and investigation conclusions that were not included in the initial report.